Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) into the left eye of female patient, white particulate was observed stuck on the optic of the lens. Reportedly, the lens was implanted and the white particulate was removed during the irrigation/aspiration (I/a) procedure. There was a 2-minute delay in the procedure. The patient was reported doing well when discharged. The surgeon injected vigamox intracameral as a prevention. No further information was provided.